Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Implanted.

Event description:
It was reported that during the procedure it was found that the implant did not fit as expected. The implant was cut down and modified to fit and the surgery was completed successfully.

Manufacturer narrative:
The reported event could be confirmed as intra-operative photos were provided and a partial return of the device was received. The implant was modified and a ~4 cm wide piece cut off on the bottom of the implant. A piece of mesh (56-91062) was used additionally to close the defect. In conclusion, the implant was designed as requested by the customer and according to all quality instructions.

Event description:
It was reported that during the procedure it was found that the implant did not fit as expected. The implant was cut down and modified to fit and the surgery was completed successfully.